Event description:
The customer reported of hard drive (hdd) port 1 and hard drive (hdd) port2 error flashing on central nursing station (cns), they saw hard drive (hdd) port 1 and hard drive (hdd) port2 error flashing on the central nursing station(cns) and there was no other issues with the central nurse's station (cns) only that these errors were displayed on the central nurse's station (cns) software. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on 01/12/2021, the customer reported that the central nurse's station (cns) had an hdd port 1 and hdd port2 error flashing on the display screen while monitoring patients. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is low. The reported device was not returned for evaluation. Nk tech support stated that this issue was a result of the hdd's operating for more than 20,000 hours. Nk ts walked the customer through how to remove these error messages per tn-1270. As this issue is not a result of a deficiency or non-conformance of an nk device, a root cause analysis and CAPA are not required. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. Attempt # 1: 02/11/2021 emailed the customer via microsoft outlook for all the information : no reply was received.

Manufacturer narrative:
The customer reported of hard drive (hdd) port 1 and hard drive (hdd) port2 error flashing on central nursing station (cns). They saw hard drive (hdd) port 1 and hard drive (hdd) port2 error flashing on the central nursing station(cns) and there was no other issues with the central nurse's station (cns) only that these errors were displayed on the central nurse's station (cns) software. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of hard drive (hdd) port 1 and hard drive (hdd) port2 error flashing on central nursing station (cns), they saw hard drive (hdd) port 1 and hard drive (hdd) port2 error flashing on the central nursing station(cns) and there was no other issues with the central nurse's station (cns) only that these errors were displayed on the central nurse's station (cns) software. No patient harm was reported.